Manufacturer narrative:
D10: alteon ha collared stem size: 4, alteon cup, cluster-hole 48mm, biolox delta femoral head, 12/14 taper 32mm, alteon neutral liner. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a hip clinical study that approximately five years ago, a patient underwent a right total hip arthroplasty. Subsequently, the patient experienced mild to moderate hip abduction tendinitis one year post surgery that was resolved with physical therapy. No further impact to the patient was reported. No additional information is available.